Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal bleeding event could not be conclusively determined through this evaluation. The system controller log file data captured a transient low flow event, no other hazard alarms were captured and the system appeared to be operating as intended. A specific cause for the low flow event could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. (B)(4). Approximate age of device ¿ 5 months.  The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was off anticoagulants due to a history of gastrointestinal bleeding. On (B)(6) 2017, the patient received 1 unit of packed red blood cells (prbc). There was no evidence of active bleeding and the patient was transfused for a hemoglobin (hgb) lower than 7.0 g/dl. Technical service reviewed the log file submitted on 22sep2017 which did not reveal any device malfunctions. On (B)(6) 2017, the hgb drop to 6.9 g/dl. The patient was transfused 1 unit of prbc and the patient¿s hgb rose to 8.5 g/dl. No source of bleeding identified. No additional information was provided.